Event description:
A customer reported the footswitch was working intermittently during surgery. Add'l info was received indicating the surgery was completed in the same procedure. The surgery was completed as normal, however, the footswitch was intermittent and did not have any major impact on finishing the surgery. There was no patient injury reported.

Manufacturer narrative:
A footswitch and cable has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).